Manufacturer narrative:
Insulin pump was received with crack case on all four corners near display window. Insulin pump was received with no esc button response due to corroded esc keypad trace. No button error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 1245 mg/dl. Customer treated high blood glucose with manual insulin injections. Customer's blood glucose at time of call was 301 mg/dl. Device had been dropped. There were cracks around the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.